Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(6) that an (B)(6) suture lasso monofilament was jammed and would not deploy. This occurred during use in a case with no patient effect. The patient was unharmed, a new lasso was opened, and the case continued without incident.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.